Event description:
It was reported that the atrial lead exhibited high thresholds. The physician attempted to replace the atrial lead but was unable to access the subclavian vein. The physician elected to continue use of the lead with high outputs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2010. (B)(4).